Manufacturer narrative:
Information in section f10 was provided by the manufacturer the clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented at the one week post op visit with infiltrates along the flap margin in both eyes. The patient was started on topical medications and rechecked the following day which revealed that the patient's infiltrates were resolving. The patient's visual acuity was 20/15 in the right eye and 20/20 in the left eye. The medications were adjusted and continued. The patient's condition was reported as resolved approximately a month after the initial diagnosis.